Manufacturer narrative:
The company representative was able to replicate the reported event. The l5 vit valve (component) was replaced to address the issue. The system was tested and found to meet product specifications. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance-based review of the serial number was performed and a potential contributing factor to the reported complaint was identified. This factor was later determined to be unrelated to the reported event. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under the root cause of the reported event is attributed to the nonconforming component. Manufacturers will continue to monitor data for evidence of adverse trending and take further action, as appropriate the manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during surgery an ophthalmic operating console vitrectomy cutter did not work. Procedure was completed using another console. There was no patient impact reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).